Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the armada 35 balloon leaked during preparation of the device preventing negative pressure from being applied. Air was coming into the system in the device. The device was not used on the patient. Another device was used for the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.